Event description:
It was reported the gastrointestinal videoscope had image interference during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6). E1: (B)(6). The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the image interference could not be detected since no problem was found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.